Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker exhibited undersensing post implant. They patient also developed pretty violent hiccups after pocket closure. It was reported that lead measurements have been evaluated through a pacing system analyzer (psa) and were determined to be normal; however, they were not normal through the pacemaker. A new pacemaker was placed and the leads (which were a competitor's product) were repositioned. The morning after implant the fluoroscopy images were reviewed and it was noted that the ventricular lead's setscrew was not fully engaged originally. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.